Event description:
This unsolicited device case from (B)(4) was received on (B)(6) 2015 from a physician. This case concerns a (B)(6) female patient who developed injection site arthritis after receiving treatment with synvisc-one. The patient received treatment with synvisc one twice in the past (in 2013 and 2014). No other medical history, concurrent condition and concomitant medications were reported. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once (indication, dosage regimen, lot/batch number and expiration date unknown) into an unspecified location. It was reported that it was the third year the patient received the treatment with synvisc one. On (B)(6) 2015, the patient experienced an injection site arthritis associated with pain and inflammatory syndrome after the injection of synvisc one. On an unknown date in 2015, the patient was hospitalized for 05 weeks and received an antibiotherapy as a corrective treatment nos. Further reported, that at the date of the contact, the patient was recovered. Corrective treatment: antibiotic therapy. Outcome: recovered. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization. (B)(6) imputability: injection site arthritis: c2s2b3. Injection site inflammatory syndrome: c2s2b3. Injection site pain: c2s2b3.